Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of bleedback though the catheter was confirmed and appears to be related to the manufacturing process. The product returned for evaluation was one 4fr s/l groshong nxt catheter. The catheter was returned in three segments. The proximal segment contained the luer, extension leg, two-piece connector and the catheter shaft from the 42cm depth marking through the 23cm depth marker. The distal segment contained the catheter from the 22cm depth marking though the distal tungsten tip. Minimal reddish residual material was seen throughout the sample. The third segment was the trimmed off section of the catheter from the 59cm depth marking through the 42cm depth marking. All three segments were patent to infusion and aspirated per design. The distal valved end of the catheter was submerged in a beaker of blue dyed water and the proximal end of the catheter was held lower than the beaker. No blue dye was noted entering into the lumen of the catheter. Microscopic examination was conducted on the valve. The edges of the valve were tightly closed against each other. The valve slit length was within the product specification. A small tear or crow¿s foot was seen on the distal terminating end of the valve. The crow¿s foot length exceeded the maximum allowed length per the product specification. Although the failure mode could not be replicated in the laboratory setting, the presence of a tear or crow¿s foot on the distal end of the valve that exceeded the allowable tolerance, may have contributed to this event. Therefore, this complaint will be confirmed, and the manufacturing facility will be notified of this complaint.

Event description:
It was reported that the groshong not working, the tube cannot be closed and there is continuous blood flow. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1339 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the groshong not working, the tube cannot be closed and there is continuous blood flow. No other information was provided.